Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed and confirmed the reported issue. Service will be performed by hospital employee or contractor.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient injury.